Manufacturer narrative:
Additional information received from the local field representative indicated that the patient planned to see the electrophysiologist in approximately one week to schedule a device replacement procedure. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. It was reported that the patient planned to see the electrophysiologist. The patient planned to be set up on remote monitoring in the interim. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Additional information was received indicating that the device memory was saved to a disk and sent in for engineering analysis. Data analysis showed the battery appeared to be depleting more quickly than expected. Again, device replacement was recommended.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that the device was explanted and successfully replaced. No additional adverse patient effects were reported.